Manufacturer narrative:
Corrected data: (B)(4). The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed damage that suggested improper use, as evidenced by damage on the front housing, split housings, missing inserts from the speaker cover in the front housing, fractured housing bosses with missing or raised inserts, and damage to the primary motor and main printed circuit board assembly (pcba), including a broken u21 pressure sensor. The customer-reported alarm was confirmed through review of the driver's alarm history and was able to be reproduced during investigation testing; the root cause for the alarm was determined t.o be a broken u21 pressure sensor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited fault alarms while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited fault alarms while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.